Event description:
It was stated that the customer experienced low blood glucose levels and the insulin pump was not functioning properly. Troubleshooting was attempted, but the insulin pump was alarming during the rewind. Advised that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusions can be drawn at this time.